Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information was requested. Also were implanted: (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, including an additional device alongside the trunk ipsilateral leg component into the right renal artery to perfuse the right kidney. On (B)(6) 2013, the computed tomography angiography revealed an endoleak and the aneurysm enlargement form 53mm to 58mm. No further adverse events have been reported. Additional information was requested.